Event description:
On october 26, 1999, an angio-seal device was inserted without reported difficulties. The next day the pt experienced pain and irritation and soaked in a bath twice during the day. On october 30, 1999, the pt was admitted with groin pain, chills and fever and was diagnosed with staph and pseudomonas infection. Surgical removal of the angio-seal device was required. The pt is reported to be fine. The physician does not believe that the angio-seal device caused the infection.